Event description:
The device was returned with the stent graft was still loaded. There was a 3cm piece of thin vessel (possible intima) attached to the graft cover. There was a 1mm gap between the tapered tip and the graft cover most likely as a result of the kinks on the graft cover. There were scratch marks on the tapered tip. There were multiple kinks on the graft cover at 61, 82, 107, 145, 162, and 194mm. From the evaluation of the returned device, the positioning difficulties event is most likely anatomy related.

Event description:
A valiant thoracic stent graft was inserted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that two valiant thoracic stent grafts were required for treatment of this patient. The first stent graft delivery system was successfully inserted and the stent graft was implanted without complication. The second delivery system was inserted and travelled retroperitoneal from the right side but could not be advanced to the intended location due to the anatomy. The delivery system was removed from the patient, then a conduit was sewn in after which another valiant captivia delivery system of the same size was inserted and the stent graft was implanted without complication. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: inherent risk of procedure (positioning difficulties). Patient's condition affected effectiveness of device (anatomy related; required a conduit). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; required a conduit).